Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported the removal of a dental implant, during installation surgery due to its' lack of primary stability. Patient presented bone type IV & implant was not replaced.